Manufacturer narrative:
A review of complaints for the last 24 months did indicate two similar reports for this system. The company rep examined the system and was unable to reproduce the customer reported event. Four of the customer's phaco handpieces were also tested and performed to specifications. No system message related to the event was found in the system event log. Preventive maintenance was performed. The system was then tested and met product specifications. No sample was returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate the reported event. The root cause is unk at this time. (B)(4).

Event description:
A surgical technician reported that there was low phaco power during surgery. There was no delay, but the case took slightly longer to perform due to the low power. There was no harm or injury to the pt.